Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, high capture threshold and high pacing impedance was noted. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.